Manufacturer narrative:
Siemens has completed an investigation of the reported event. Despite a thorough investigation, this case could not be clarified beyond doubt as the problem mentioned in the complaint could not be reproduced. Neither the service technician on site nor the in-house lab could reproduce the case. The analysis of the log file showed that no connection to the sensis information system (sis) could be established after the system was switched on, which incidentally does not indicate an incident during, but before the procedure. In addition, a reboot was performed. Taking these circumstances into account, the system specialists assume a temporary contact problem that was no longer present when the technician arrived. Although no hardware fault was detected, the pc1303 in question was replaced to be on the safe side. Since then, the error described in the complaint has no longer been reported. The occurrence rate of the above-mentioned error pattern and the spare parts consumption of the affected part were checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the sensis hemo low system. During an interventional procedure, the user reported that the sensis live display does not show ECG lines. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.